Manufacturer narrative:
This report is made based on the results of evaluation completed on 06/24/2011. (B)(6). Recall 2531779-03/24/2010-003-r. The pump was returned to animas for evaluation. During evaluation the force sensor was found to be out of calibration. Unrelated to this issue, the display screen was found to be dim with a red tint.

Event description:
Evaluation revealed an out of calibration force sensor. This report is being made based on the evaluation results.